Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported possible under delivery anomaly. Blood glucose value at the time of event was 1200 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and treated with intravenous insulin infusion and manual injection. The customer experienced symptoms confusion, feeling sick, headache during the event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. Customer will discontinue to use the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-may-2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-may-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: peeling keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Detached battery cap contact due to heat stake post broken on the original battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.